Event description:
It was reported during the da vinci pulmonary lobectomy surgical procedure, the sureform 45 stapler stopped working due to staples being wedged in the device. There was no reported injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.